Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer reported via phone call indicating that she had absence of no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer was assisted in performing the high pressure test and patient stated that pump did alarm. The customer was explained that back pressure was needed to produce the alarm. Customer was advised to monitor pump.